Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have a frayed pitch cable at the proximal clevis hole. The cable itself was not fully broken. There was no discoloration, corrosion, or contamination found on the cable that would occur from improper reprocessing, which can reduce the material integrity. Localized charring and melting were observed along the distal clevis, proximal clevis, and pitch cable path. A review of procedure logs indicated that a bipolar instrument was used. Additional unrelated observation(s) not reported by site: the proximal clevis showed deep scratches and surface damage near the cable hole and along the cable contact path, especially near the inner surface where the cable routes through. This damage is consistent with mechanical indentation and burr formation. This suggests contact underload and increased friction at this location. Visual inspection revealed localized charring and melting on the proximal clevis near the cable hole and cable contact area and on the distal clevis along the pitch cable path. The thermal damage was observed in the same region where deep scratches, mechanical indentation, and burr formation were identified. The location of thermal and mechanical damage suggests repeated contact at this interface with exposure to elevated temperatures. Common causes of the failure mode proximal clevis thermal damage are primarily attributed to damage resulting from contact with an external heat source, including potential interaction with another energized instrument during use

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument was observed with a cable/wire protruding from the working element. There was no report of patient involvement.